Event description:
It was reported that, "this was a 2 lvl fusion with spondy. When doctor tried to reduce the spondy level by turning the blocker the tabs of the screw head became splayed. Doctor removed those two screws and he tried again with the same result. After removing the second pair of redux screws doctor implanted regular mantis screws and reduced the spondy with two mantis persuaders."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.